Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump was received with a pump error 38 alarm during rewind due to jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 23 alarm, pump error 37 alarm, or unexpected battery power loss due to pump error 38 alarms. (B)(4). The pump was also received with scratched case, cracked keypad overlay, stained keypad overlay, missing serial number label, pillowing keypad overlay, case cracked behind the pump near the battery compartment and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump showed a blank display after insulin pump showed pump error followed by replace battery alarm. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.